Event description:
A pump malfunction was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, although the reset could not be completed at that time due to a lack of a charger. The customer requested a callback for further assistance once they returned home. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.